Manufacturer narrative:
B4: 13-may-2021. D8: no. G1: mr. (B)(6). G3: 13-may-2021. G6: follow-up # 1. H2: additional information, device evaluation. H3: yes. H6: health effect - impact code: 4627. Medical device problem code: 1099. Type of investigation: 10. Investigation findings: 140, 3207. Investigation conclusions: 4315. H10: it was reported the patient was revised due to pain and heaviness in arms. The radiographic images were reviewed and shows collapse of a disc replacement at c5-c6 level with translation noted. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. Pus was observed at revision, lab results were not provided so infection was likely present, but unconfirmed, and may have contributed to the failure of this procedure. The implant was not intact as-received. The device showed evidence of mechanical failure. It was not possible to assess the potential role of surgical technique, patient selection or determine the sequelae of events based on the provided information.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any related non-conformances to specification or deviations in procedure. Additional information has been requested.

Event description:
It was reported that an m6-c artificial cervical disc was removed due to pain.